Event description:
The customer called to report a blank display. Troubleshooting was performed and found corrosion inside the battery compartment. The customer inserted a new battery and the display returned. The customer also reported a blood glucose reading of 336 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.